Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient had their implantable neurostimulator (ins) adjusted five times after surgery in (B)(6) 2016. The last adjustment was the week prior to this report and they were supposed to go back again in a couple weeks. A couple of the patient¿s symptoms had worsened and come back. The patient had a jiggling behind their knee that intensified up their knee and cold air on their tongue triggered pain, which started the day prior to this report. The patient was not able to talk properly and they had been getting panic attacks that had gotten worse the last couple of days. The patient was going to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.